Event description:
It was reported that the purewick urine collection system was absorbing the patient vaginal moisture and felt it was suctioning. Stated patient had a lower back pain.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to an "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed as high suction from the pw100 would not likely be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was absorbing the patient vaginal moisture and felt it was suctioning. Stated patient had a lower back pain.